Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the tube extension was dislodged from the instrument main tube and the keys on the tube extension had broken off. Engineering also discovered a section at the distal end of the instrument main tube where material had been removed. It was determined that this failure mode is consistent with the use of a potentially defective cannula accessory which may remove material from the instrument during use. The site will be contacted to request the return of their cannulae for evaluation. If the cannulae are found to be defective, additional mdrs will be submitted.

Event description:
It was reported that the monopolar curved scissors instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.